Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was looking to return a programmer that was not usable. The programmer is expected to be returned for repair. There was no patient involvement. It was further reported that the programmer could power up but the programmer froze on the ID screen during attempted interrogation of a device.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not interrogate and a software issue was noted. The hard drive was reconfigured and the software was reloaded and updated. It was also noted that the system fan was noisy and that the left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional and systems tests. Corrections: changed date of event, initial reporter, aware date of event changed to 2020-01-27. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer would not interrogate an implantable cardiac device and when attempting to do so, the radiofrequency head would blink however, changing to a different radiofrequency head did not resolve the issue. It was further reported that there was a patient involved however, no patient complications have been reported as a result of this event and the programmer was received for repair.